Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing of a y-type blood/soln set was damaged and leaked. The leak was noticed during use "when the tubing was connected to patient with n/s (normal saline) infusion at 10ml/hr". The rate was subsequently increased to 400ml/hr, to prime the line. The tubing contained stem cell product. The device was changed to resolve the issue. There was no report of patient injury or medical intervention associated with this event. No additional information is available.